Event description:
During a follow-up, decreased sensing was observed on the right atrial (ra) lead. Fluoroscopy was performed and the ra lead was found to be dislodged. During a revision procedure, the ra lead was explanted and a new ra lead was implanted to resolve the event. After explanting the ra lead, the steroid plug was found to be detached. The patient is stable.

Manufacturer narrative:
As received, a complete lead in one piece was returned with the steroid plug not located in the ID of the helix. The steroid plug was received in a separate container. The helix was retracted and clogged with blood. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Examination of image from the field of the "white substance that came out of the lead" verified it to be the steroid plug. The reported event of p-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.